Manufacturer narrative:
There was no unexpected numbers ramping or scrolling on their own and there was no frozen screen. The insulin pump had no button response due to a corroded keypad. Failure analysis was unable to verify the low reservoir alarm due to a button and keypad anomaly. The insulin pump was received with a cracked case at display window corner, cracked battery tube threads, and a minor scratched display window. (B)(4).

Event description:
There was no unexpected numbers ramping or scrolling on their own and there was no frozen screen. The insulin pump had no button response due to a corroded keypad. Failure analysis was unable to verify the low reservoir alarm due to a button and keypad anomaly. The insulin pump was received with a cracked case at display window corner, cracked battery tube threads, and a minor scratched display window.